Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).

Event description:
Customer reported that for a few days prior to calling customer service on (B)(6) 2011 she was unable to test due to dropping one of her meters ((B)(4)), which resulted in a blank screen and the other ((B)(4)) was noted to have a port issue. Customer further reported experiencing a headache and felt "sick to (her) stomach". Customer self-presented to her healthcare provider and was diagnosed with hyperglycemia and dka (diabetic ketoacidosis). Customer initially stated she received no third-party medical intervention, but in a follow-up call noted, that "whatever the doctor did, it fixed (her) problem". Customer additionally self-treated by self-administering an unknown amount of insulin, in addition to eating and drinking "things to help (her) sugar levels". There was no report of death or permanent injury associated with this event.